Manufacturer narrative:
It was reported that the getinge field service engineer (fse) performed all functional and running test and were completed with no issues. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) pumping stopped. The balloon internal pressure waveform disappeared, and a noise like (push) from the bottom of the pump was heard. The iabp did not alarm. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issues. The fse stated that the augmentation setting was low. The iabp has not been returned to the customer or cleared for clinical use. A supplemental report will be submitted when additional information is provided. Full event site name: (B)(4).

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) pumping stopped. The balloon internal pressure waveform disappeared, and a noise like (push) from the bottom of the pump was heard. The iabp did not alarm. There was no harm or injury to patient and no adverse event was reported.